Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and reseated. The cine hard disk drive was reformatted during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up while attempting to save or playback cinema runs. No patient serious injury or death was reported related to this event.